Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v931559, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 31-jan-2016. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. An ins and lead were returned to the manufacturing company as ¿non-functioning¿. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 3889-28, lot# v931559, implanted: (B)(6) 2012, explanted: (B )(6) 2016. Product type lead. Eval code method, eval code-result, and eval code-conclusion apply to interstim ii (serial#(B )(4)) and lead (lot#v931559). Analysis: analysis of the ipg 3058 interstim ll (serial#(B)(4)) found no anomalies; the implantable neurostimulator (ins) passed all testing in the laboratory. Analysis: analysis of the tined lead, 3889-28, interstim,us 28 cm (lot#v931559) found continuity was complete and there were no electrical shorts between the circuits even though the lead was returned segmented. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.